Event description:
The ge oec 9800 fluoroscopy system had reported image quality that was not as good as another oec c-arm.

Manufacturer narrative:
A ge oec service rep investigated the issue, and found the system was operating to specification, however, the system was re-calibrated to match the settings of the facilities other c-arm for image consistency. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.